Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 500 mg/dl at the time of the report. The customer stated that the battery was depleting every three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.